Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer attempted to rewind insulin pump and received an unexpected restart alarm. It was reported that buttons on insulin pump were not responding. Customer reported that no delivery was due to allowing reservoir to empty completely. Insulin pump would be replaced.